Event description:
It was reported that during kit inspection, the rasp handle was found to not close properly due to a worn spring. Further inspection of the device revealed a crack in the handle. There was no patient involvement and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified item etch is found on the device however the etch location does not match the print. During evaluation etch location noted on the print was inspected on the handle and found to be very faded etch that is illegible but is confirmed to have been in the location noted on the print. Additional unknown qr code etch is noted on the handle body that is not specified on the print and located near the handle lever. Crack was noted near the lever articulation point. Device shows wear and tear from previous uses. Strike plate shows indentations to both sides. Handle body has gouges. Lever and locking cam mechanisms all function as intended. The tension that holds the lever closed was no longer tight when closed. Function check was performed using the min and max gages. Both the min and max gage were unable to be held tight when the handle was in the locked position. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to user error as the device was altered/repaired by an external company and remained in use, as shown by the etches on the device that do not match the print. Per the instructions for use, if damage or wear is noted that may compromise the function of the instrument, the device should not be used and the zimmer biomet representative should be contacted for a replacement. A summary of the investigation was sent to the complainant conveying proper use of the device. Complaint sample was evaluated, and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.